Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized for diabetic ketoacidosis. Customer's blood glucose value was unknown. Customer was in the hospital for 4 days. Customer also mentioned issues when the catheter came out. The insulin pump was not returned for analysis.